Event description:
In 1982 rptr had left cancerous breast removed. In 1983 she had silicone gel left breast implant. Since that time or for 9 1/2 yrs, she has physically gone down hill with one thing after another. She had a severe case of pneumonia and shingles of the right eye (in hosp 15 days). Eye had 2 corneal transplants, 2 severe infections and 2 glaucoma operations. Finally rptr lost complete sight. She could lose eyeball. Her left arm, shoulder, wrist, hand and fingers hurt (feels as though rptr has tourniquet on her arm). She can't carry anything heavy. Her neck, left breast and rib cage hurt. She has stabbing pain in breast area and is either hot or cold. In the last 3 yrs rptr has lost 30 lbs. She has been on antibiotics for the last 3 yrs, even with pneumonia. States she has no immunity. Rptr had mono and still has that same chronic fatigue. Rptr has temporary memory loss for words in the middle of a sentence. She tripped and fell badly, breaking her hip. All of a sudden rptr has developed macular/retinal trouble and can't get strong glasses. Eye is hemorrhaging. The dr doesn't know why. Her mouth is dry at night. Food or drink gets caught in her throat. Rptr has irritable bowel syndrome. She always has a headache, has joint problems and sunlight bothers her. Rptr also has had ear infection in both ears. Hearing had gone when infection cleared. Rptr also has meniere's disease.